Event description:
Note: this report pertains to one of two devices referenced in the article. Please refer to manufacturer's ref # 3005099803-2024-03558 for the first flexima biliary stent, and manufacturer's ref # 3005099803-2024-03559 for the second flexima biliary stent. It was reported to boston scientific corporation that flexima biliary stents were used in the bile duct to treat a hilar bile duct occlusion during a bilateral biliary stent placement procedure performed on (B)(6) 2024. During the procedure, the flexima biliary stents were placed simultaneously in a side-by-side form at the hepatic portal. The first flexima stent (subject of this report) was placed into the right intraductal bile duct, and the second flexima stent (subject of manufacturer report # 3005099803-2024-03559) was placed into the left intraductal bile duct. Two to three hours post stent placement, the patient complained of chest pain and dyspnea, and went into cardiac arrest. The patient's life was subsequently saved. On (B)(6) 2024, the stents were removed using grasping forceps, and were replaced with different stents. The patient's current condition was reported to be stable. Note: this is the second time the patient had a cardiac arrest. The exact date of the previous cardiac arrest is unknown.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e233001 captures the reportable event of chest pain. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf patient code e0717 captures the reportable event of dyspnea. Imdrf impact code f2301 captures the reportable event of the stents were removed using grasper forceps. Imdrf impact code f2202 captures the reportable event of on (B)(6) 2024, the stents were removed.